Event description:
Unable to remove #18 fr. Foley catheter on routine change for a home health pt. The balloon would not deflate. Pt was eventually taken to the emergency room where under the direction of ultrasound a needle was placed into perineal area through the bladder wall to deflate the balloon. Pt tolerated procedure well and had no side effects.